Event description:
The customer reported that the system would lock up with a pre-charge error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube, battery pack, interconnect cable, and lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.